Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2011, dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on the right atrial (ra) lead due atrial tachycardia/atrial fibrillation (at/af) episodes. It noted that some at/af episodes occurred during the blanking period and may have caused the device to detect the arrhythmia as terminated when it was actually still in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.